Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no reported allegations made against this device's function or operation while implanted.